Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 504 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose level. Customer did not mention any symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.